Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device became entrapped on the guidewire. A 2.4mm jetstream® xc atherectomy catheter and an unspecified guidewire were selected for an atherectomy procedure in the lower extremity. Upon removal, the guidewire became stuck inside the catheter. The jetstream and guidewire were removed together as one system. There were no patient complications and the patient was fine.